Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis found that no battery values could be read when the battery impedance was increased to 3.0 k ohms due to an anomalous integrated circuit (ic) at low voltage. After the ic was replaced, the device worked according to specifications.